Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that during follow-up performed 1.5 years post implantation of an unknown absorb, an aneurysm was noted in the absorb area. The type of treatment was not specified. The patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effects of aneurysm, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to filing the initial MDR, the following information was received: the absorb scaffold was implanted in the left anterior descending (lad) artery. The follow-up was performed in (B)(6) or (B)(6) of 2017. Intravascular ultrasound was performed which identified the aneurysm. The patient reportedly had unspecified symptoms. The aneurysm was treated with the implantation of a drug eluting stent. The patient is doing well. No additional information was provided.